Event description:
At a later date, a memory download was performed with the device and was sent to boston scientific technical services (ts) for additional analysis. A ts consultant reviewed the data and discussed that there were five episodes recorded on the day the patient died; however, only two of the episodes had details for review. In both episodes, there is a complex rv signal with some of the signals being undersensed. The morphology appeared to be interventricular dissociation; the true right ventricular depolarizations are sensed but in between there are some noisy signals present. The ts consultant discussed that it is most likely a left ventricular fibrillation that occurred with no correlation in the right ventricular chamber due to dissociation between the right and left ventricles. The device was functioning as designed. A further review of the data by a company engineer reported that there were no faults or resets; however, there was noise observed on the atrial and ventricular channels. The device overall appeared to be functioning normally. The information was provided to the field representative who will provide the information to the physician. In addition, the device had been explanted and will be returned for laboratory analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As of today, this device has not been returned and it is unknown if it will be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that one day after this device was implanted, the patient experienced cardiac arrest. Cardiopulmonary resuscitation was performed but it was unsuccessful and the patient died. The physician had no allegations against the functionality of the device or that it caused or contributed to the patient's death. The physician did state that the patient could have experienced a pulmonary embolism as the patient was taken off of anti-platelet medication prior to the procedure but this could not be confirmed. The device will be returned.